Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported the patient experienced itching at the sensor site while using sensor mmt-7020a. The sensor is not expected to be returned. It was also reported that there was a difference between the sensor glucose values and blood glucose values. Sensor glucose value at the time of the event was 86mg/dl and blood glucose value was 500mg/dl. The sensor was worn for fewer than 4 days. The patient experienced hyperglycemia and reported they experienced no symptoms. The sensor site showed no signs of infection, inflammation, swelling, skin erosion or discharge. The patient did not receive medical treatment.